Event description:
The customer reported they had generated a result of 124 mmol/l and, on the basis of this result, admitted a patient into the hospital. The customer stated that when in the hospital this patient¿s sodium was rerun generating a result of 135 mmol/l. Despite multiple attempts, there has been no additional information provided by this customer as to the time that had elapsed between these results or if any treatment was administered.

Manufacturer narrative:
The customer stated that they had changed the sodium electrode the day before this event and all calibration slopes and qc results were fine. They also indicated that they kept getting low sodium results. The field service engineer visited the site and no system malfunction was identified. The failure mode of this event is unknown. (B)(4).